Manufacturer narrative:
Concomitant medical products: 383069 lead, (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.